Event description:
"The heating zone (1.5 cm) of a decompression catheter, 8 - pin break off in the disc and could not be removed. No additional information are available now."

Manufacturer narrative:
H10: the device was not returned for evaluation, therefore no results or conclusion can be determined.